Manufacturer narrative:
Per the tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a non-tandem kinked cannula, the customer's blood glucose (bg) level was high. The customer thought that due to overcorrecting with a bolus, the bg dropped to 48 mg/dl. Carbohydrates were consumed to raise the bg level to 79 mg/dl and became stable at 120 mg/dl. Tandem technical support advised the customer to discuss the event with a healthcare provider.